Event description:
Customer has been having fill estimate issues every day for the past week -- she will add 300 units to the cartridge, but by day 2 the gauge reads 0. There is no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.